Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); product problem(s): "vitrectomy probe would not actuate" (failure to cut). The nurse reported a posterior capsule tear occurred. The surgeon attempted an anterior vitrectomy and the 23gauge vitrectomy probe wouldn't actuate at all. The nurse then tried the 21gauge vitrectomy probe, which worked. The nurse then attached the 23gauge probe back on the system. The footswitch was then not recognized and the 23gauge probe also did not actuate. The footswitch was reseated and the 21gauge vitrectomy probe was attached again. The anterior vitrectomy was completed. The surgeon was able to implant the iol. The nurse stated no alcon product contributed to the posterior capsule tear.

Manufacturer narrative:
The company service representative examined the system and replaced the footswitch cable. The footswitch cable was disposed of. The company service representative tested the vitrectomy probe cutting and no problems were found. The company service representative spoke to the staff and found the staff was not selecting the probe to be used. The staff was using the default probe setting. The company service representative instructed the staff on how to select the correct probe for the proper operation of the probe. The system was then tested and met all product specifications. (B)(4).